Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving dilaudid via an implantable pump for failed back surgery syndrome and spinal pain. The patient reported that for the last couple years they have noticed the pump moves. The patient stated they usually sleep on their back, but when they lay on their right side, they felt like the pump was pushing/messing with her organs. The pump movement seems to be getting worse over time. The last time the patient's nurse was there to fill their pump, it took the nurse 45 minutes to "find the pump". The patient planned to meet with their healthcare professional (hcp) soon. Additional information was received from a consumer indicated the patient was seeing various/random lockout times on her personal therapy manager (ptm). The patient explained the issue started last week then commented that she thinks it may have happened before. It was noted last night before bed the patient gave herself a bolus then this morning around 930am she checked and her ptm and it indicated she had to wait 24 minutes. The patient checked about 11am to attempt to deliver the bolus again, and the ptm indicated she needed to wait 8 minutes. It was also reported the patient saw a screen with a checkmark on the bottom and an x above. It was noted the patient tried changing the ptm batteries which did not resolve the issue. The patient tried to recreate the screen during the call, but the bolus was successful without an issues. The patient believed she was supposed to be able to get a bolus every 6 hours within a 24 hour period. Troubleshooting during the call was attempted to retrieve the patent¿s lockout intervals with her ptm; however, the patient was unable to communicate with the pump. The ptm indicated poor communication. The patient explained that it could be difficult to find the pump because the pump moved. The patient planned to meet with the hcp in person soon. It was noted a nurse from (B)(6) typically came out to fill her pump. When asked about dose/concentration of the dilaudid, it was reported it was "1 point something". The patient was having a surgery not related to her pump/therapy as she injured her lower back/disc and got epidural shots because it was getting worse.